Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but returned the air/water nozzle. Omsc checked the subject air/water nozzle and could not confirmed the adhesion of the foreign material. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based on the information of the past similar cases omsc surmised that the white foreign material was the following. The silicone rubber fragment from the parts of the ancillary equipment such as the tube for reprocessing, the water container and so on. The cellulose from the gauze, the towel and so on. The plastic from the fragment of the packing. The accumulation of the antifoam agent or xylocaine due to the insufficient cleaning or the too much use. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that the air and water feeding could not function due to the clogging of the air/water during the preparation for use. Also it was found that there was the white foreign material on the air/water nozzle. There was no report of patient injury associated with this event.